Event description:
It was reported that the infusion pump did not deliver a tpn solution and did not alarm for an occlusion that was reportedly present. No pt injury occurred. No specific pt info was able to be rec'd.